Event description:
Over the weekend, we switched brans of enuresis alarms and started using the malem bedwetting alarm. The results have been horrible. The first night the alarm was unusable because it was heating up when son was asleep and the only way to cool it was to remove the batteries. The next night, it did not heat up, so we tried it on my son. Unfortunately, in the middle of his sleep at 3:20am, he complained that the alarm was hot and burning him. He is barely 5 and can't remove the alarm. If he had not reached us in time, the alarm would surely have burnt his skin. He has been getting treatment last day for burns and skin care treatment where the alarm burnt him.